Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11217. It was reported the patient had two systems, including two ipgs. The patient had not charged either ipg for at least one year. The sjm representative had met with the patient and was unable to establish communication with either ipg. Follow up found the patient planned to undertake surgical intervention to replace one ipg with a non-rechargeable version. It was reported the physician wanted to determine the outcome with one replacement at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.